Manufacturer narrative:
The tandem user guide includes instructions to always have a backup insulin method available. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to a 24 hour doctor service clinic due to experiencing a blood glucose (bg) level of over 397 mg/dl; cause of bg was due to insufficient supplies to manage diabetes. Customer administered a manual injection to address bg level.